Manufacturer narrative:
Patient weight was unavailable from the site. Initial reporter phone number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system computer required replacement. The system then passed the system checkout and was found to be fully functional. The zeppelin navigation system computer has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system became unresponsive while navigating. Rebooting resolved the issue temporarily. When the issue occurred again the surgeon opted to abort navigation. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. During initial power up, the computer would cycle power.

Manufacturer narrative:
Additional information: the computer was returned to the manufacturer for analysis. Analysis found that during initial power up the computer started power cycling. After re-seating the ram modules the computer passed system testing. It is suspected that the issue was due to bad ram module. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.